Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of rsd/ causalgia- complex regional pain syndrome. It was reported that the patient was having their device replaced because it is 8 years old as the ins is big and they want to upgrade to the newer smaller model;. The caller stated that the ins shifted as they are not a very larger person, so they are experiencing pain at the implant site. The patient is having their device replaced. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the implant had been uncomfortable even before it shifted. The patient mentioned the implant stopped working 8-9 months ago as he did not do a good job maintaining it or charging it. The patient was looking for a surgeon to replace the device.